Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead dislodged resulting in inappropriate pacing that caused the patient arm to twitch. The lv lead pacing vector was reprogrammed. This lead remains in service. No adverse patient effects were reported.